Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance during apd therapy. Hp reports they received a "check lines and bags alarm" during priming. While troubleshooting with the tsc technician, it was noted that the hp had disconnected and reconnected solution bags from the homechoice set, in an effort to clear the alarm. The technician advised the hp to change out the entire set up and restart. Per pt's spouse, no pt injury or medical intervention was associated with this incident.